Event description:
Pt in surgery for laparoscopic cholecystectomy with intraoperative cholangiogram. The applied medical epix universal clip applier, ca 500, lot # 1329323, misfired multiple times (scissored/ criss crossed). In addition, the clip applier pulled the trocar out when the surgeon was attempting to remove only the clip applier. No harm to the pt per the surgeon. New equipment was obtained to continue the surgery effectively.